Event description:
Same case as MFR report #: 3005099803-2008-00832, -00833. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the retrieval balloon burst. During the ercp cholangiopancreatography procedure while they were sweeping, three extractor rx retrieval balloons burst in the common bile duct. The procedure was completed with another of the same device successfully. There were no pt complications, and the pt was reported to be fine post procedure.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unk and the complaint sample was not returned. The most probable root cause of this complaint is operational context as the complaint may be due to contact between the balloon and a sharp exterior source such as contact with a sharp irregular stone. A CAPA has been opened to address this issue.